Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included abnormal uterine bleeding, adenomyosis, heavy menstrual bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2015, (B)(6) 2014. Left ostium- 5 coil and right ostium 3 coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received : reporter information, medical history, lot number, removal date, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included abnormal uterine bleeding, adenomyosis, heavy menstrual bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2015, (B)(6) 2014. Left ostium- 5 coil and right ostium.- 3 coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 12579427; manufacturing date: 2013-06; expiration date:2016-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.